Event description:
While reporting an issues with sensor glucose versus blood glucose readings, customer stated that she recently had a blood glucose level of 48 mg/dl. Customer also reported that the insulin pump has returned no delivery alarms. Most recent blood glucose level at the time of the call was 96 mg/dl. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.